Event description:
Micropuncture sheath was inserted into the right femoral. The wire was advanced and the dilator would not advance. The dilator was removed under fluoroscopy. The wire tip had gone down the artery instead of up. The physician attempted to remove the wire and felt resistance. Physician tried to put the dilator over the wire to remove the wire, but it could not be removed. The wire began to unravel; pressure held to site and a vascular surgeon was called. Vascular surgeon attempted to remove without success and patient was brought to the or to attempt removal. Wire was secured to the patient and patient transferred to surgery. Vascular surgeon assessed retained wire; additional wire adhered too deeply in the distal branch. It did not involve main deep femoral artery or superficial femoral artery (sfa). Due to wire deep in the muscular branch, a decision was made there would be more harm in dissection of distal muscular branch caused than leaving in place. A disclosure was made to the patient.